Manufacturer narrative:
B5. Additional information was received and added.

Event description:
Additional information was received. Buddy wires were used but to no affect. The patient position was also manipulated but it did not help. The device was not able to be returned.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of the difficult to advance was determined to be patient condition as the patient had calcification of the vessels preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: sixty-one-year-old male admitted with acute myocardial infarction cardiogenic shock. The patient was taken to the operating room (or) for impella 5.5 placement with veno-arterial extracorporeal membrane oxygenation (va ECMO) already in place. The physician had difficulty getting the impella to pass through the innominate artery due to calcium buildup so interventional cardiology shockwave¿ d the vessel and the device was easily placed. The following day, the patient returned to the operation room for chest washout and drain replacement. ECMO configuration upgraded and impella 5.5 continued post operatively. There was ultimately no resolution of neurological status so the family opted to have care withdrawn. There is no impella-related event as the inability to pass the impella catheter was due to calcium in the patient¿s vessel. Unable to equate chest washout to impella related complication, and death was the result of the family decision to withdraw care. Engineering assessment: during impella 5.5 insertion, the pump was difficult to advance. Clinical described that the physician had difficulty getting the impella in place as the 5.5 initially could not pass through the innominate artery due to calcium buildup. As a result, interventional cardiology shock waved the vessel, after which the pump was able to pass without issue. The difficult to advance is considered a reportable malfunction.